Event description:
A report that a patient lost stimulation after having back surgery was received. A bsn representative performed analysis of the patient database, and premature battery depletion was confirmed. The patient will undergo a revision surgery to replace the ipg.